Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.

Manufacturer narrative:
The reported event for ipg communication issues was confirmed. X-ray analysis revealed that one ble antenna contact lead was not inserted into the pcb hybrid connection at p2. The other ble antenna contact lead was partially inserted into the pcb hybrid connection at p2. This would have contributed to the communication issue that was observed in the field. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient was having issues with connecting to their ipg. Troubleshooting was unable to resolve the issue. As a result, the patient may undergo surgical intervention to address the issue.